Event description:
During insertion in the pt, the tip of the brite tip sheath was frayed. The physician felt that the area between the dilator and the sheath was not smooth as usual. Another product (detail unknown) was used to complete the procedure. There was no adverse event and the pt is in stable condition. The percutaneous transluminal angioplasty target lesion was the left external iliac artery. There was mild calcification and moderate vessel tortuousity with rate of stenosis of 90%.

Manufacturer narrative:
Additional info indicated that during withdrawal from the package, the product was not damaged. The product has been discarded, therefore the product will not be returned. Additional info will be submitted within 30 days.